Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-jun-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the newly admitted patient was not displayed on the medication station because the patient record showed as discharged on the server. A technical support specialist (tss) reviewed the patient status and advised the customer to reverse the discharge since the date was within one day. The system functioned as intended after the technical support specialist investigated the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, newly admitted patient was not showing on station. There were no adverse events or injuries reported based on this event.